Manufacturer narrative:
Other applicable components are: product ID: 977c165, lot# va17rkg036, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the physician confirmed that the paddle lead moved by performing a CT scan. The rep was unsure of the date of the imaging study. The patient mentioned on (B)(6) 2016 that she had a fall in rehabilitation that may have contributed to the lead moving. The lead migrated to the left side, so the patient had lost coverage of her right sided pain. The physician repositioned the existing lead and the revision was successful. The patient was now receiving adequate bilateral coverage. The issue occurred during normal use. The patient was alive with no injury and the issue was resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.